Event description:
In 2003, the pt reportedly was unable to hear while using their sound processor. The pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. In 2003, the pt was seen by a company rep for device eval. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.